Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 300 mg/dl. The customer was treated with injections 100 units insulin. The troubleshooting was performed. It was explained to the customer the two high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and insulin and treat per healthcare provider instructions. All troubleshoot check out until high pressure test. The customer did not have clamps for high pressure test, sending replacement tubing clamps.